Event description:
It was reported that the patient's right ventricular lead had varying, high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was stable post procedure.